Event description:
The customer reported that the insulin gauge displayed a different amount than expected, with a discrepancy involving the fill estimate and insulin in the cartridge. There was no reported impact on the customer's blood glucose level, as values remained within the normal range. To resolve the issue, the customer reloaded the same cartridge.